Event description:
It was reported that the device exhibited an acu watchdog error, and audible alarm issue. Found during startup, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection passed. A review of the event history log confirmed the reported alarms. Functional testing was able to duplicate the reported problem. It was determined that the faulty main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.